Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sv 3.0d. Pump passed the displacement and rewind test. No unexpected rewind anomalies noted. Pump received with minor scratched lcd window,cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Event description:
Medtronic received information that rewind anomaly, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.